Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00402577_1644408-2023-00337_ft; 342-14-710, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Infection.